Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the device alarmed with an oxygen device failed reference failure. It was reported that the device does not deliver oxygen; however it does deliver air. There was no patient harm.